Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. Corrected fields: h11. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed; however, the customer was advised to connect to the light source and check whether the socket was loose. It was not, and the issue remained unresolved. The customer informed tac of the event. The device will be returned to olympus for evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope socket. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had a scope communication error (b30), causing the screen to go black. The issue occurred during the setup of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.